Event description:
It was reported that the patient's right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes and faster ventricular rate. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, only the connector portion of the lead was returned. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.